Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any conditions related to the complaint. A 10 unit audio bolus and a normal 10 unit bolus were performed successfully and both were accurately recorded in the pump history. On testing, no hypersensitive keys were observed on keypad. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the patient's mother contacted animas and left a message indicating that the patient's had experienced "high bgs (blood glucose)" and her md wanted the pump replaced. No specific blood glucose readings were provided. In addition, there was no mention of symptoms of a high blood glucose. Animas customer support made several attempts to contact the reporter to obtain additional information regarding the "high bg" but were unable to reach her. Based on the information provided, there is no indication that the animas device caused and/or contributed to a serious injury; however, this complaint is being reported because animas customer support could not determine that the pump was delivering insulin accurately.